Event description:
The customer reported a no delivery alarm and a motor error alarm. The blood glucose reading was not known. It was explained to the customer that the alarms were happening because the patient used the same reservoir and the same set that she was using on her old insulin pump. The customer was assisted with programming the unit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.